Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the clip was malformed on the way. Another device was used to complete the case. There were no adverse consequences for the patient. The customer disposed of the device.